Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump did not alarm that reservoir was empty. Customer reported of not feeling well in the middle of the night and realized that reservoir was empty. Customer changed reservoir but did not check blood glucose. Customer began to throw up and not feel well. Customer's friend made a 911 call. Customer's blood glucose was 404 mg/dl. Customer was taken to the hospital and treated with fluids and insulin drip. Customer was experiencing diabetic ketoacidosis. Customer was wearing insulin pump at the time of call. Alarm history showed weak battery alarms. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.